Event description:
During t2 operation the guide wire did not pass in the 7mm reamer. Surgeon used 7.5mm reamer and continued the operation.

Manufacturer narrative:
It is unk at this time if the device will be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.